Event description:
It was reported that the customer had unexplained high blood glucose, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 309 mg/dl. Customer stated that he had a headache and was vomiting prior to hospitalization. Troubleshooting was performed, and the insulin pump failed the high-pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.